Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and the rtos and gpos single board computers. System operates as intended.

Event description:
The customer reported the system did not save a cine run and the collimator leaves are stuck. No pt injury was reported.